Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issues in rewinding the piston. The customer reported no adverse event. The event involved product(s) mmt-1886. The customer called for an issue not covered by existing troubleshooting guides. No harm requiring medical intervention was reported. Mmt-1886 was requested and the customer response was the device will be returned.

Manufacturer narrative:
The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case during the visual inspection. Pump alarmed pump error 37 during the rewind test. Thump software was utilized and downloaded trace/history files properly. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 11-apr-2024 in the pump history file. Pump was cut open to perform visual inspection and found broken motor slide. Swapping out test motor with the motor slide confirms pump error 37 alarm is isolated to the motor slide. Pump error 37 alarm occurred during the rewind test due to broken motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.